Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention wherein the ipg was explanted and replaced. The reason for replacement is unknown at this time.

Manufacturer narrative:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated the ipg was replaced due to it reaching 75% expected longevity.